Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual evaluation of a picture provided confirmed that the provisional had fractured. The device history records were reviewed and no discrepancies were identified. Per the surgical technique, instructions instruct to apply gentle manual pressure without impacting the device construct with either a mallet or hand. As the device was struck with a mallet, the root cause is attributed to the user not following the proper surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that while the tibial articular surface provisional was being inserted, it was struck with a mallet and fractured. Another provisional was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete